Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 10:00 a.m. The meter result was >8.0 inr and at 10:30 a.m. The laboratory result was 5.9 inr. At 3:33 p.m. The meter result was >8.0 inr. The laboratory result was believed to be correct. The patient is holding their warfarin dose for 2 days and being retested. The patient's therapeutic range is 2.5-3.5 inr and tests monthly.